Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate and replaced the defective solenoid driver board, and then performed all calibration, functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical service. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6).

Event description:
It was reported that during a service/test performed by the customer, the cs100 generated a "system failure" alarm. There was no patient involvement and no adverse event was reported.